Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the buttress/compression nut (p/n: 03.037.016, lot #: l236557) was returned and received at us cq. Upon visual inspection, there were scratches on the device but have no impact on the device functionality. The internal threads of the device were examined and no issues were identified that caused the complaint condition. Functional test: a functional test was performed on the returned device. The buttress/compression nut was received half screwed into the guide sleeve and was able to disassemble but when the buttress/compression nut (p/n: 03.037.016) was screwed onto the blade/screw guide sleeve (p/n: 03.037.017), it was unable to assemble due to stripped threads on the guide sleeve. The complaint can be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed as the issue was observed with the mating device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint is confirmed. Investigation conclusion: the complaint condition was confirmed for the buttress/compression nut (p/n: 03.037.016, lot #: l236557) as the device was unable to disassemble onto the device but the received condition does not have impact as no issues were observed on the buttress/compression nut. The mating device guide sleeve was noted to be stripped which caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.037.016, lot # l236557, manufacturing site: haegendorf, release to warehouse date: feb. 23, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the sterilization process the buttress/compression nut and blade/screw guide sleeve were unable to disassemble and they were jammed together. They were damaged in an unknown manner and no patients were affected. There was no patient involvement. Concomitant device reported: blade/screw guide sleeve (part 03.037.017, lot # unknown, quantity 1). This report is for one (1) buttress/compression nut. This is report 1 of 2 for (B)(4).